Event description:
It was reported that pump battery did not charge properly and showed malfunction alarm while patient saw charge level stuck despite using usual charging equipment. There was no reported impact to the customer¿s blood glucose level. Patient resolved issue by switching to different wall adapter, after which pump showed full charge and continued working, and technical support advised against routine use of third-party charging supplies, arranged replacement charging equipment, and noted that patient would monitor for any repeat issue and contact support if problem returned.